Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the keypad was found to be torn over the up arrow. During testing, the complaint of the up arrow and ok keypad buttons¿ under-responsiveness was not duplicated. All of the keypad buttons were found to respond appropriately. The keypad was removed and there was no evidence of contamination found under the button contacts. Unrelated to the complaint, investigation revealed a cracked battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow and okay buttons were under responsive. The reporter alleged that there was a hole in the keypad cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.